Manufacturer narrative:
Concomitant medical products: etlw1613c124e x2 stent grafts, implanted: (B)(6) 2018. Esbf3214c103e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a high rate non-sustained episode. In addition, short v-v intervals were noted with suspected right ventricular oversensing. It was noted that the episode occurred while the patient was undergoing a surgical procedure. The ICD remains in use. No patient complications have been reported as a result of this event.